Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. It was reported that the patient had a wound vac. Additionally, the patient had a wound line on her chest and a rash under the left breast. The wound was described as red and wet. There was no alleged device malfunction contributing to the irritation. The patient applied a medicated powder to the skin irritation. Follow up indicated that the patient's skin irritation improved.